Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient woke up in the morjning with a blood glucose of 30.0 mmol/l. The patient's blood glucose was still 25.0 mmol/l around lunch time, so they were driven to the ER. The patient was treated with an IV and their blood glucose decreased. No products were returned for analysis.